Event description:
The physician was attempting to deploy an endeavor resolute drug eluting stent to treat a lesion in the lad with 90% stenosis. The lesion was pre-dilated but the stent could not cross due to the vessel been too thin and torturous. The physician had to withdraw the stent and finish the surgery. No patient impact was reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. There were numerous kinks visible along the hypotube. The hypotube was kinked underneath the strain relief. A number of struts on the 1st and 2nd proximal stent segments were raised and pulled distally. The 11th and 12th proximal segments were partially pinched and deformed. The proximal pillow balloon folds were partially opened and disturbed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis and thin tortuous vessel. User/device interface - (force used while advancing the stent); failure to follow instruction - (force used while advancing the stent). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis and thin tortuous vessel. Inherent risk of procedure ¿ (stent deformation); user error contributed to event - (force used while advancing the stent). (B)(4).